Event description:
Hypertensive episode causing fault alarm.unresponsive toantihypertensives. Respiratory distress- sent to ICU. Immediatelyintubated. Nipride and propofol drips. Cxr- pulmonary edema. Diuresedand rapidly recovered and able to be extubated.